Event description:
After implant, echo testing revealed movement of one leaflet was restricted. Surgeon opened the heart for investigation. He tapped the leaflet with a probe and tried to rotate the valve but could not. The size 25 valve was replaced with a smaller valve, size 23. Pt's post-op course is uneventful thus far. It was stated that the event may have been caused by oversizing which leads to anatomical interference. The returned valve was just rec'd in-house and is pending investigation.

Manufacturer narrative:
The valve is now in-house, awaiting investigation. Visual inspection will be done, photographs, verification of leaflet function in as-rec'd condition, cleaning, inspection of proper cuff construction, cuff disassembly, and retesting of the leaflet bind test, and functional inspection.